Event description:
The customer reported that the tubing behind the pump door was found to be wet, and it was determined that the tacrolimus was leaking. A spill kit was used to clean fluid that had remained after the initial cleanup, which appeared at that point to be a few scattered drops and estimated as less than 5ml. There is no report of patient or clinician harm or medical intervention.

Manufacturer narrative:
The products have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.